Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The technician found the issue was the nurse call cable was not connected. The technician explained to the account that they would need to connect the cable to resolve the issue.